Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that low blood glucose level alerts did not annunciate as intended. There was no reported adverse impact to customer's blood glucose level. Additional information was not provided. The customer declined troubleshooting with tandem technical support.